Event description:
It was reported that a malfunction occurred during surgery. The tip of the screw driver sheared off of the driver.

Manufacturer narrative:
The compression screw driver assembly was returned and evaluated. A visual inspection found that part of the hex feature has broken off; it was not returned with the device. The hex can strip or break if the torque applied to the driver exceeds the material strength or if the hex is not seated properly within the screw when in use. Additionally, the retaining rod had no obvious signs of damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.